Event description:
It was reported that the patient's right atrial (ra) and right ventricular (rv) lead exhibited noise oversensing which caused pacing inhibition. Insulation damage and clavicular crush were noted on both leads. The ra and rv leads were explanted and replaced. The patient was stable throughout.